Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and the quick bolus button was not working. Customer reloaded same cartridge to resolve the inaccurate reading and tandem technical support confirmed the quick bolus button was functioning properly at the time of the report. Customer¿s blood glucose level was 122 mg/dl.